Event description:
The customer reported that the zipper sliders were damaged on the side and end panels of the canopy. The damage was discovered during installation and there was no pt involvement. Evaluation of the returned product found an open slider body on the mattress envelope red zipper and on the side panel window.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the mattress envelope red zipper slider body was open. The zipper slider body was open on panel side b. (B)(4).